Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7095819. Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(4), batch: 520988.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent an ipg and leads replacement procedure wherein a paddle lead was implanted and patient was doing well post-operatively. The explanted device components will not be returned per facility protocol.